Manufacturer narrative:
(B)(4).

Event description:
A power-on reset (por) error message was reported on the pt's neurostimulator. An over-discharge of the device was suspected. The pt had not used their stimulation therapy for the past year due to unsatisfactory stimulation. Add'l info was requested.